Event description:
During a premature ventricular contractions procedure, a tamponade occurred requiring pericardiocentesis. When advancing the catheter to the left ventricle abnormal catheter position was noted on both the ensite x as well as fluoroscopically. The effusion was observed in the left atrium with the ice catheter and so the procedure was stopped, and the effusion was drained, stabilizing the patient. The exact cause is unknown, the tacticath se had entered the pericardial space. However, the perforation may also have occurred during the transseptal access. There was no ablation performed and there were no alleged issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.